Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a 50ml intravia bag was leaking at the medication port (where the rubber port is connected to the bag). This occurred after filling. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The sample unit was received for evaluation. The sample unit was visually inspected and tested under water to 8psi. A leak was noted around the medication port. The reported issue was verified. The cause was a material manufacturing issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. A nonconformance has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.